Event description:
It is reported that a mother called in to report a no delivery alarm on her son's insulin pump and simply wanted to know if the bolus was delivered or not. The customer's blood glucose was not recorded. The caller was assisted with the issue and did not need any further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.